Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging an issue with the one touch ultra meter testing in memory mode. This complaint is being classified based on the customer care advocate (cca) documentation, since the patient could not be reached by phone to obtain additional information. The patient reported the alleged issue began on (B)(6) 2013, at 6:15 a. M. It is not known what medications, if any, the patient takes to manage her diabetes. It is also not known if the patient made any changes to her usual diabetes regimen in response to the alleged issue. The patient stated, 15-30 minutes after the alleged issue occurred, she developed symptoms of ¿dizzy, shaking¿. The patient denied receiving medical treatment. No replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.